Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were walking across a parking lot and was feeling dazed and passed out. It was indicated that a passerby called 911 and when the paramedics arrived, the dexcom receiver low alert went off and displayed a reading of 78mg/dl. The emergency medical technician¿s (emts) checked the patient¿s bg with a meter and it was reading 43mg/dl. They administered the patient with intravenous (IV) therapy of glucose and the patient was able to go home. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.